Manufacturer narrative:
The insulin pump passed displacement test and rewind test. However the insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk noted. The insulin pump also had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer did not notice any damage to the drive support cap. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.